Event description:
It was additionally reported that the anemia existed prior to left ventricular assist device (lvad) implant. Labs resulted in low hemoglobin and hematocrit and the source of the bleeding was gastrointestinal bleeding. The bleeding was resolved with blood transfusion, intravenous iron infusion, and proton pump inhibitors.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from 01jun2024 through 10jun2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having episodes of lightheadedness. Log files were submitted for review and captured routine events. The cause of the lightheadedness was determined to be low hemoglobin and a blood transfusion was performed.